Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose level read high (>27.8 mmol/l, >500 mg/dl). The patient reported that their personal device manager (pdm) was displaying a blank screen and after a device restart the issue remained. The patient went to the ER and was treated with insulin injections. The patient was discharged after 1 hour. A replacement device has been sent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.